Event description:
It was reported to philips that the system gave a remote alert indicating the host computer had a memory problem, which can impact booting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A remote alert indicated that a host pc memory issue occurred during the power-on self-test (post). Analysis of the system log file confirmed a malfunction in the flexvision pc and identified that the host pc was not connected to the flexvision pc. To resolve this issue, a fsca was implemented in a separate work order. The codes have been updated based on the investigation's outcome.